Event description:
It was reported that during a endoscopic nasopharynectomy procedure, after used on synergy curved blade for 30 minutes, the instrument went into error mode and harmonic scalpel gen04 went into standby. Error showed "instrument error". Testing was done by changing to another blue handpiece - showed "testing in progress" form > 1 min. Instrument was not able to be used. Subsequently, she changed the instrument to "synergy hook" and the surgery was successfully completed. When faulty instrument was being cleaned, nurse noticed that blade was broken. Procedure was completed with same like product. No adverse event on the patient. One device will be returning.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Additional information: the device was returned with the distal tip of the blade broken off and not returned with the device. The remaining blade portion was scratched - evidence of contact with metal in or out of the operative field. The device was activated with the generator and an error code 5 was displayed. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in an error code 5 or blade "lockout" later in the procedure, and continued usage can result in a broken blade